Event description:
It was reported that during a nephrectomy procedure, the urology sister reported there was an issue with the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: product code ¿ tsw35. Lot number ¿ l4em08. Is it a potential adverse event? No. Event or product problem outcome bleeding from renal vein, able to stop. Laparoscopically did not have to convert. Was the user trained? No. What action was taken/required to manage the problem during the procedure ? Had to stop bleeding from the renal vein laparoscopically. Description of event: in the nephrectomy, mr (B)(6) wanted to take the right renal vein, however it was very short only 5mm and so too short to clip so he decided to use a vascular endocutter. Mr (B)(6) informed me that he normally uses a covidien endo gia vascular stapler in these instances, but on this occasion they had none in stock and so he tried to use the tsw35 as one of his colleagues uses it. This was his first time using the device but his colleague mr (B)(6), who regularly uses the device was present to talk him through it. He closed the jaws on the vessel and when he went to fire the gun encountered some resistance, but was advise by mr (B)(6) to carry on with the firing. When he opened the jaws of the device the white cartridge did not come with the jaws and the gun had not fired properly. The renal vain bled from where the jaws of the device had clamped down on it. No staples were formed. They were able to stop the bleeding laparoscopically and did not have to convert so there was minimal blood loss and the patient is fine. When I inspected the device with mr (B)(6), the cartridge came out of the jaws very easily and with not much pressure applied to the cartridge. This has led to mr (B)(6) thinking that the cartridge was loosened on some tissue.

Manufacturer narrative:
(B)(4). Additional information: damaged cartridge. The analysis showed that the tsw35 device was received in good visual condition and with a tr35w cartridge reload present. The tr35w cartridge was received partially fired 1/8 and with the cartridge lock out tab damaged. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel.